Manufacturer narrative:
This product is registered as a combination product. Further information was requested but not received. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2020-12490. It was reported that patient presented with a suspected right ventricular lead fracture. Lead exhibited high pacing impedance, noise, and elevated capture thresholds. The lead was capped and replaced on (B)(6) 2020 but noise episodes persisted even after reconnecting with the pacemaker multiple times, so the patient's pacemaker was also explanted and replaced during the same procedure. Surgery was completed successfully. Patient condition was stable after the procedure. No patient symptoms were reported.